Event description:
It was reported during a device replacement procedure that there was an insulation fracture on the patient's right ventricular (rv) lead. The insulation was observed to have moved when disconnected from the device such that the connector pin was covered. This prevented the insertion of the lead into the new device. The insulation was repaired and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7232cx ICD implanted: (B)(6) 2006. (B)(4).